Manufacturer narrative:
Lumenis investigated the reported event contacting the initial reporter directly to request patient treatment settings and photographs of the adverse sequela. Despite reasonable attempts to obtain additional patient information, none was provided other than the information provided in the initial report. A lumenis engineer evaluated the subject device performance specifications finding the laser system operated within manufacturer's specifications. The engineer noted the subject device nd:yag handpiece was damaged and advised the facility not to use the damaged lightguide. The lightguide is a user replaceable accessory. Subject device malfunction is not the suspected cause of the event reports. A review of subject device labeling found the following warnings and cautions related to care of the accessory light guides: "accessory care inspect the treatment head, lightguides and filters for damage and/or contamination before use." "Although these filters are consumables, their life span may be extended considerably if the proper care and maintenance is given. Filters directly affect the results of a procedure and therefore maintaining clean, damage- free filters is essential to achieving the desired results." "Caution: it is very important to keep the filter clean at all times, otherwise it can harm the patient and cause damage to the treatment head. Replace the filter if it is broken or if the coating is damaged (i.e., spots cover more than 15% of coating surface)." Based on the information reported and a review of investigation findings, lumenis concludes device operator failure to maintain the subject device as advised in product labeling and training to be the probable cause of the events reported.

Event description:
A user facility reported that two patients sustained hyperpigmentation and swelling of the eyes following nd:yag treatment with a lumenis m22 laser. The initial reporter stated the handpiece light guide appeared damaged. Lumenis is filing this MDR because insufficient information was provided by the initial reporter with which to make a determination of the seriousness of the reported events.